Manufacturer narrative:
The units of measure the customer used for testosterone was nmol/l. The testosterone values were used for troubleshooting purposes only and not reported outside of the laboratory. The sample was diluted 1:2 with saline for the second repeat values of 0.833 miu/l for tsh, 26.37 pmol/l for ft4, 10.01 pmol/l for ft3, and 0.417 nmol/l for testosterone.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), free thyroxine (ft4), and testosterone. The units of measure for the testosterone assay were not provided. Clarification of the testosterone units has been requested. It is also not known if the testosterone results were used for diagnostic purposes. This information has been requested. The sample initially resulted as 1.53 miu/l for tsh, 55.44 pmol/l for ft4, and 14.91 pmol/l for ft3. The initial values were reported outside of the laboratory. The sample was repeated on (B)(6) 2013, resulting as 1.52 miu/l for tsh, 49.00 pmol/l for ft4, 14.42 pmol/l for ft3, and 0.351 for testosterone. The sample was diluted and repeated a second time, resulting as 0.833 miu/l for tsh, 26.37 pmol/l for ft4, 10.01 pmol/l for ft3, and 0.417 for testosterone. The values provided for this dilution may not represent the actual calculated value when taking the dilution ratio into consideration. A clarification of the details of dilution has been requested. The sample was treated with "peg" and repeated for a third time, resulting as 0.546 miu/l for tsh, 12.99 pmol/l for ft4, 3.48 pmol/l for ft3, and 0.697 for testosterone. The sample was repeated a fourth time in a second laboratory with a roche analyzer and the results confirmed the results received in the customer's laboratory. The sample was repeated a fifth time in a third laboratory with a beckman analyzer and resulted as 1.36 miu/ml for tsh, 7.96 ng/l for ft4, and 3.02 ng/l for ft3. The patient received an mr scan and a CT scan based on the erroneous values, but the patient was not adversely affected by these scans. The tsh lot number and expiration date were asked for, but not provided by the customer. The ft3 reagent lot number was 169829 and the expiration date was asked for, but not provided by the customer. The ft4 reagent lot number was 169825 and the expiration date was asked for, but not provided by the customer. The customer provided the patient sample for investigation. Investigations determined that the falsely elevated ft3 and ft4 values in the sample were due to an interference to the sulfo-ru label used in the reagents. This limitation is covered by a disclaimer in the package insert. No interfering factor against streptavidin was identified in the sample.